Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and heart failure, with a blood glucose reading of 600 mg/dl. The customer stated that she was walking around at the mall prior to being hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.